Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath and gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. As a concomitant procedure, the bilateral internal iliac arteries were embolized. After deployment of stent grafts, final angiography revealed poor blood flow to the right lower limb. An additional stent graft was deployed to extend the device to near the right common femoral artery, and blood flow improved. The patient tolerated the procedure. It was reported that the external iliac artery originally had dissection finding and the lumen was a little narrow, so that there was possibility that the vessel might have been damaged by the sheath operation etc. And the lumen might have ceased by the flap.